Event description:
New information received notes therapy was delayed due to under-sensing and the ventricular fibrillation episode was terminated by device shock.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with ventricular fibrillation under sensing. Due to patient condition, the physician elected not to make any changes. The patient status was unknown.